Event description:
Patient reported experiencing elevated blood glucose of 467 mg/dl. Her normal blood glucose level was 80-130 mg/dl. Patient stated that the cannula was sideways underneath the adhesive on top of the skin and was crinkled. She changed the infusion set and administered a bolus to address the issue. Patient indicated that she was thirsty. The patient did not report assistance by a healthcare professional or second party to address the issue. She indicated that the product had been discarded, therefore, the product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.